Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report that her husband's physician told them to have the meter replaced. Thinks the readings are off. Analysis run on consensus error grid (ceg) using mean readings (209) as reference point vs. Bd readings (84, 334) yielded some data points in the c range of the grid, outside acceptable limits.